Manufacturer narrative:
This device is not distributed in us so that 510k# is blank.we checked the returned unit and confirmed that the adjusting collar rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the adjusting collar.in terms of angulation stack, the possibility of during procedure could not be denied. Moreover, based on the technical report""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown.there was no report of patient harm.angle wire cut